Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1600008, investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clip was not completely closed; it was removed and replaced it with a new one from a different lot number. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). There is no appropriate result code. The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed no obvious signs of exterior damage. The product appears used. No defects or anomalies were observed on the exterior of the device. A functional inspection was performed by attempting to engage the trigger. Using hand pressure, the trigger was engaged to load a clip. However, no ratchet sound was heard indicating that the internal ratchet ears may be damaged. In spite of the damaged ratchet, one clip was able to load, close, and release from the jaws of the endo5 with no difficulty. This was repeated a second time with the same results. After the second attempt at engaging the trigger, the orange indicator could be seen indicating that no clips remain in the channel. The device was returned with two clips remain in the channel indicating that the end user fired thirteen clips. Other remarks: a corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of the clip not closing completely could not be confirmed based upon the sample received. The returned sample was able to load and apply clips when properly handled. However, the returned sample was found to have broken internal ratchet ears which could affect the end user's ability to load and apply clips. This type of damage can be caused when the trigger is manually pulled open before complete engagement of the trigger has occurred. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. Only 2 clips remained in the cartridge indicating that 13 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.